Event description:
It was reported to the manufacturer that the vns pt passed away due to sudep. It was indicated that the pt had remarkable efficacy with vns therapy with his seizures and quality of life. Good faith attempts to obtain additional info regarding the pt's death have been unsuccessful to date.